Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure when closing the handle to crush the stone the cannula broke and the tip of the basket failed to detach. The stone was unable to be crushed, therefore the physician pulled hard and removed the basket with the entrapped stone from the patient to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.